Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b8, g2.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g1 (contact person ¿ mfg site), g3, g6, h2 , h6 (type of investigation, investigation findings, investigation conclusions), h11. The cardiosave intra-aortic balloon pump (iabp) had been put in standby by an alarm. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer was able to restart the pump after a couple of minutes. Personnel had the customer print an alarm log, the last alarm was a gas loss alarm. The customer was walked through perform proper troubleshooting, check the helium tubing for blood or color discoloration, press the iab fill key for 2-3 seconds, press start and check the helium tubing again. The pump resumed without issue. The nature of the alarm and different clinical possibilities were reviewed. The patient was ventilated with a peep of 5 and in a-fib. Personnel encouraged a call back to the customer should the alarm go off several times in an hour.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported through a direct call from the customer to the emergency support program that the cardiosave intra aortic balloon pump (iabp) had gas loss alarm. The registered nurse was able to restart the pump after a couple of minutes. The registered nurse checked check the helium tubing for blood or discoloration. There was no harm or injury reported to the patient.